Manufacturer narrative:
The technician replaced the brake casters, brake steer caster and cross shaft to resolve the issue.

Event description:
The account alleged the brake caster swivels when pressure is applied to the bed while in brake mode. No patient impact.